Manufacturer narrative:
Email address: unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctors technique in applying the suction ring to the cornea, doctors technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patients cornea and the suction ring. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface during the laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.